Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of under 20 mg/dl, unsure of exact value. Customer has been experiencing low blood glucose and treats with orange juice. Ems was called, gave him sugar and was brought to the hospital. Customer declined trouble shooting for low blood glucose. Customer wanted assistance with basal settings. Customer was advised to consult his healthcare provider regarding basal ra rates. The insulin pump will not be returned for analysis.